Manufacturer narrative:
Based on additional information om trackwise legacy database , (B)(4) (left) was updated as follows: the product code changed from unk_saline implants to 3501645; lot #260463 and serial # (B)(6) were added; the date of implantation was updated from (B)(6) 2004 to (B)(6) 2004; the date of explantation was updated from (B)(6) 2014 to (B)(6) 2012; the date of event was updated from unk to apr 19, 2012; and concomitant information r) 3501645/ 260463/ (B)(6) was added. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation primary with unknown mentor saline prosthesis experience left sided deflation post operation. The issue was diagnosed through physical examination. As a result, the patient underwent bilateral replacements per follow: left catalog number 3501645, serial number (B)(6) lot#260463, right catalog number 3501645, serial number (B)(6) lot#260463 on (B)(6) 2014.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).